Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a missing end cap sticker and a stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an unexpected restart and external flash error from the insulin pump. The customer's blood glucose reading was 240 mg/dl. The customer stated that she was sitting down having dinner when her pump started making loud noises out of nowhere. The customer stated that she reinserted the battery which cleared the noise. However, the customer stated that the time was incorrect. The customer stated that she received an external flash error right after. The customer stated that the alarm did not occur during the rewind sequence. The customer stated that the pump was not stored or in use for an extended period of time. The customer stated that the unexpected restart alarm recurred during normal pump use. The customer will be sent a replacement pump.